Event description:
It was reported that this lead was an attempted implant as the lead was bursting out of the vein. Subsequently, a new lead was successfully implanted. No additional adverse patient effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to Boston Scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.